Event description:
The surgeon performed a laparotomy on a otherwise healthy pt with extensive pelvic adhesions probably from a previous episode of pelvic inflammatory disease. At the end of the procedure there was no remaining adhesions. The procedure took approximately 1 1/2 hours. At the conclusion of the procedure he instilled 300ml of intergel. Although the patient claimed that they had a mild latex allergy, after evaluation by the anesthesiologist and surgeon it was decided that latex precautions would not be instituted. Latex precautions had not been taken in their previous laparoscopy just a short time before the laparotomy. The patient did well for the first day. Late in the second day they developed respiratory distress with a po2 of 48. X-ray revealed a whiteout of the lungs. Pt was sent to the intensive care unit and treated with oxygen. It was noted at this time that pt also became markedly distended and was experiencing severe pain in their abdomen. CT scan showed a fluid collection consistent with intergel. This is a normal finding. Their temperature spiked to 103. Their white blood count went to 18,000. Pt was started on triple antibiotics. Their condition then started to markedly improve. Pt remained in the intensive care unit for a total of ten days and then was discharged four days later.